Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting a low flow alarm (alarm 02) in an arctic sun device. Flow rate (fr) was 0.1lpm, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 17 percentage, pump hours were 2271.6 and system hours 2879.6. They have powered the device off and back on again. Walked caller through emptying pads. Device gave empty pads not complete alarm. Disconnected pads and placed device in manual mode. Flow rate (fr) was 1.8lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 50 percentage. Connected pads one at a time. Right thigh flow rate (fr) was 1.8lpm, inlet pressure (ip) was-7.0psi, circulation pump command (cpc) was 51 percentage, right chest 1.8lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 53 percentage; left thigh flow rate (fr) was 1.9lpm, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 54 percentage, left chest flow rate (fr) was 1.8lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 54 percentage. Disabled manual mode, resumed therapy. Flow rate (fr) was 0.1lpm, inlet pressure (ip) was -6psi, circulation pump command (cpc) was 26 percentage. Confirmed fdl is properly connected and there is no visible damage to the fluid delivery line (fdl). Suggested changing to another device and marking this one for biomed labeled with flow rate.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. The root cause of the reported issue could not be identified. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting a low flow alarm (alarm 02) in an arctic sun device. Flow rate (fr) was 0.1lpm, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 17 percentage, pump hours were 2271.6 and system hours 2879.6. They have powered the device off and back on again. Walked caller through emptying pads. Device gave empty pads not complete alarm. Disconnected pads and placed device in manual mode. Flow rate (fr) was 1.8lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 50 percentage. Connected pads one at a time. Right thigh flow rate (fr) was 1.8lpm, inlet pressure (ip) was-7.0psi, circulation pump command (cpc) was 51 percentage, right chest 1.8lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 53 percentage; left thigh flow rate (fr) was 1.9lpm, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 54 percentage, left chest flow rate (fr) was 1.8lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 54 percentage. Disabled manual mode, resumed therapy. Flow rate (fr) was 0.1lpm, inlet pressure (ip) was -6psi, circulation pump command (cpc) was 26 percentage. Confirmed fdl is properly connected and there is no visible damage to the fluid delivery line (fdl). Suggested changing to another device and marking this one for biomed labeled with flow rate.